Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the reported event was unknown. The patient was not hospitalized for the event. Treatment details were not reported. Therapy remained ongoing. The patient was reported to be recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.